Manufacturer narrative:
Photo analysis: photo 1: an image provided is of a 2.75mm*24mm endeavor resolute shelf carton. The lot number on the shelf carton corresponds with the lot number reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the entire stent had displaced distally and the mid to distal stent wraps had stretched distal over the distal tip. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to distal stent segments with struts stretched. No deformation evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an endeavor resolute rx coronary drug eluting stent was intended to be used to treat a severely tortuous, non calcified lesion exhibiting 75% stenosis in the distal right coronary artery (rca). There was no damage noted to the packaging. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered. Excessive force was not used during delivery. A jr (6f -4.0) was used to cannulate the rca. A non medtronic guide wire was used to cross the lesion and parked in the distal rca. Ptca was done with a non medtronic 2.0 x 20mm balloon which was inflated several times across the rca lesion at up to 12 atm. It was reported that removal difficulties were encountered when removing device prior to stent deployment, several attempts were made to cross the device through the previously implanted stent in the proximal rca but it failed due to the stent becoming attached to the struts of the proximal rca stent. It was reported that several attempts were made to withdraw the device. There was a concern that the stent would dislodge from the balloon, however the device was eventually removed successfully without the use of intervention. The procedure was stopped. It was reported there was no visual inspection of the device carried out post removal. A final angiography showed timi iii flow in rca and no edge dissection. The patient was reported to be alive with no injury. A second eres27524x was successfully implanted in the lcx.